Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine and dilaudid via intrathecal drug delivery pump for non-malignant pain and lumbar radiculopathy. It was reported that patient developed a (B)(6) infection from her first pump (date of implant: (B)(6) 2011). Swelling from the incision never went down and she developed a "a very high fever" and pus was coming out of the incision in her back and she was "sent immediately to the emergency room (ER) with a note for the ER healthcare professional (hcp) to call the infectious disease hcp immediately because she had a white blood cell count of 23". When the hcp opened up the incision the next morning "pus exploded" and his exact words were "oh my god suction". The hcp bought a portable ultrasound just because of the patient because he didn't want to miss another infection again. A year later when she had the next implant put in the hcp saw her every two days to make sure. Patient had drainage and the incision site was not red or warm to the touch because the infection was behind the pump. No further complications were reported.